Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn)was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damage cable and wires. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming hi-pot testing. The last pt to use this belt did not report any deficiencies.